Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro video system center is unable to display image and the image flashes. In addition, a loose connector and poor contact were observed. The event occurred during reprocessing and a similar device was used to complete the operation. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and h10 correction. H10: correction to previous device evaluation statement on the initial medwatch. The device evaluation found the reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.